Event description:
It was reported that the front spike on the spike arm is missing. It is unknown when or how the fracture occurred.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. Evaluation summary: as returned, the longer of the two spikes has fractured. Aside from the fracture, the device exhibits wear indicative of extensive use in the field. Based on the lot number, the device has a potential field age of approximately (B)(4) and has been used an unknown number of times during that period. In general, spike fracture may be attributed to several factors, some of which may include off-axis impaction, and/or degradation of the material properties due to age and use. Without further information, however, the exact cause cannot be determined with certainty. Evaluation: material hardness is conforming to print specification. Device history records indicate all components were manufactured and inspected to specification. No manufacturing abnormalities could be detected by either method.